Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a patient was sent home with a 24 hour chemotherapy pump and an unspecified bd phaseal¿ device. All the necessary phaseal¿ connections were made and taped but it appeared that the y connector on the drug bag leaked the chemotherapy medication. The patient's bare skin was exposed to the medication but he did not require medical intervention. Additionally, the amount of chemotherapy the patient received was unknown and his physician chose not to repeat or give additional chemotherapy for that cycle.